Event description:
The pt contacted (B)(4) regarding a product complaint on (B)(4) 2013. The customer reported that the atomizer failed to produce an aerosol mist when she used the ez breathe atomizer to relieve her breathing distress. The customer reported that she was experiencing an asthma attack, and the atomizer did not produce a mist to relieve her symptoms. The is a (B)(6) female with a past medical history significant for asthma. She reports that she is a nonsmoker.

Manufacturer narrative:
An eval of this failure mode from the design failure modes and effects analysis of this product, that the use of the product in a manner likely to cause adverse health consequence is improbable. The root cause of this complaint cannot be identified, since the device was not returned.